Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The feedback received suggest that an infusion had been running overnight and in the morning it was noted that the floor area and bed were wet. On closer inspection, a leak was identified from the y port and air was noticed in the line between the port and the hickman line, although there was no air in the hickman line itself as a lipid infusion was running. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.